Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
Per the clinic, the patient developed an infection around the abutment site and was treated with cephalexin (dosage not reported) commencing (B)(6) 2013. The site was subsequently debrided on (B)(6) 2013. As of (B)(6) 2013, the patient continues to be treated with cephalexin (dosage and duration not reported).